Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During delivery, the guidewire kinked and exchanged for another guidewire. There was no report of patient harm or injury. The pump was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.